Manufacturer narrative:
Date sent: 05/29/2009. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lobectomy procedure, the staples would not hold. The device was blocked when the surgeon tried to staple. Unk how case was completed. There were no adverse consequences to the pt.